Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: dtma1d4 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket hematoma and subsequently pocket erosion. The patient's system was removed. No further patient complications have been reported as a result of this event.